Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redp1137 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the 3cg wire broken during insertion of the PICC. It was stated that 4cm of the wire had to be removed from the patient. On 07/16/2019- additional information from the facility stated, "initial stick was easy and uncomplicated, but then PICC rn met resistance when advancing the catheter so PICC rn stopped advancing, repositioned the patient, and attempted to advance again. When this was not possible, PICC rn aborted the attempt. PICC rn commented since the last event, PICC rn is very cautious and does not attempt to after unsuccessful PICC insertion, the stylet which was preloaded in the catheter was found broken. A chest xray was performed and radiologist read "an interval new approximately 3-4 cm partially coiled wire projecting inferior to the tip of the left PICC line, may represent retained wire." Immediately, md were notified. The patient had to go to ir to have broken stylet removed"